Event description:
On 07/dec/2022 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to discuss the patient¿s draining slowly messages. The patient had reported the issue to technical support. The patient was seen in the clinic on (B)(6) 2022 for the draining slowly issue and was found to have cloudy effluent. The patient was prescribed antibiotics. The patient has the pd catheter checked twice a month. The patient had not completed a full treatment in a week. Additional information was obtained through follow-up with the pdrn by technical support on 09/dec/2022. The pdrn stated that the draining slowly might not be a device issue. The pdrn confirmed the patient was being treated for peritonitis. The pdrn stated this could be the reason for the patient¿s drain issues.